Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was not articulating per console controls as expected. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: the graspers would not articulate at the "wrist" as the surgeon wanted. Not sure if it was right or left wrist rotation; instrument was changed and the issue was fixed. Per surgeon, there was nothing different done at the console. No damage to patient was done, just surgeon was not able to manipulate instrument to work properly.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. This causes a loose pitch cable at the distal end resulting in the instrument not articulating as expected.